Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine six month follow-up, over and undersensing were noted on captured electrograms for a single untreated episode. There was no associated patient impact. System sensing was reportedly in secondary and remained unchanged.